Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the slide carrier screw is loose.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The carrier screw has come loose as the glue is not sufficient to prevent the screw from unscrewing. It is considered that the information and warnings in the instructions for use are sufficient for proper handling of leksell stereotactic system.

Event description:
The customer reported that the slide carrier screw is loose.